Manufacturer narrative:
Please note that the actual product catalog and lot number are unknown, therefore the product captured represents an unknown enterprise vrd. The product remains implanted and is not available for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of a ruptured anterior communicating artery aneurysm a small coil came out of the aneurysm and migrated into normal segment of the left anterior cerebral artery (aca) occluding the left aca. Attempts at retreiving the migrated coil were not successful. In order to restore flow in the lt aca an enterprise stent (es) (catlog and lot unk) was used off label to tack the coil against the artery wall. Flow in the aca was restored by using the es. The patient had a small stroke as a result. Consent for the es was obtained from the patients wife immediately after the procedure. In follow up he was doing well.

Manufacturer narrative:
During coil embolization of a ruptured anterior communicating artery aneurysm a small coil came out of the aneurysm and migrated into normal segment of the left anterior cerebral artery (aca) occluding the left aca. Attempts at retrieving the migrated coil were not successful. In order to restore flow in the left aca an enterprise stent (es) (catalog and lot unk) was used off label to tack the coil against the artery wall. Flow in the aca was restored by using the es. The patient had a small stroke as a result. Consent for the es was obtained from the patients wife immediately after the procedure. In follow up he was doing well. The lot number was not available to conduct DHR review, and the product was no returned for analysis. After it was inserted in the patient, an unknown coil unraveled and to secure the section, an enterprise stent was used off labeled. Afterwards, the patient had a stroke. With the information available and without the product available for analysis the complaints could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible procedural factors that may have contributed to the events. Therefore, no corrective actions will be taking at this time.